Event description:
A customer stated that while running patient samples on coulter act 5diff al analyzer, the samples were not replicating on hemoglobin (hgb) and red blood count (rbc). Review of the data shows that the instrument gave low rbc, hgb, hematocrit (hct), and platelet (plt) results on three patient samples. Two patient samples run in manual mode had instrument generated flags on white blood count (wbc); the third patient run in auto mode had no flags. All three samples were rerun in manual mode with higher rbc, hgb, hct, and plt results with no instrument flags. The customer considers the final rerun result for each sample as correct. The erroneous results were reported out of the lab; however, there was no death, injury, or change to patient treatment attributed to this event.

Manufacturer narrative:
Samples were collected by students in lavender topped tubes and reportedly a few were short draws; not all tubes were filled properly. Qc was run before and after the event and was within the expected range. The instrument is currently performing within qc specifications. The customer performed two reproducibility tests, in manual mode, one using the normal level control and the other using a properly collected patient sample, both tests passed. A field service engineer (fse) was dispatched on (B)(4) 2011: the fse reviewed the customer's reported issue, but could not duplicate the problem. The fse replaced probe, cleaned, lubed, and adjusted the traverse shafts. The fse validated the instrument. Based on information provided, the root cause can not be determined; however, pre-analytical improper sample collections and hardware subsequently replaced by the fse may have impacted the results. An MDR associated with this event: 1061932-2011-01517.